Event description:
Same case as MFR: 2134265-2011-01610. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, the balloon catheter became stuck on the guide wire. The totally occluded lesion was located in a non tortuous and heavily calcified tibial artery. The physician attempted to advance the 2.0mm x 40mm sterling es balloon catheter on to the 300cm journey guide wire however; near the end, the balloon catheter became stuck on the guide wire. The balloon catheter and guide wire were removed from the patient as a unit. The procedure was completed with a different balloon catheter and a different guide wire. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).